Manufacturer narrative:
Description of event: on 14 may, 1986 dr implanted a 21 mm aortic st jude medical mechanical heart valve (model 21a-101). On 11 june, 1998, another dr explanted this valve. The pt had been experiencing increasing gradients over time, eventually requiring reoperation. Leaflet immobility had become progressive. The pt's inr on admission was 1.7 and was decreased in preparation for surgery. A cavg was implanted following explant of this valve. Results of investigation: the valve was rec'd in the st jude medical heart valve division for analysis laboratory in a st jude medical product return kit, submerged in a liquid solution. The sewing cuff contained whitish tissue that was heavier on the inflow side than the outflow side. This whitish tissue extended on the inflow rim of the orifice; however, it did not appear to extend into the recessed pivot areas. Both leaflets exhibited normal mobility. The valve was chemically sterilized and forwarded to a third dr, an independent pathologist at the facility, for gross morphological examination. Third dr stated that at the time of his examination, the whitish tissue observed on the sewing cuff and the orifice was identified as fibrous connective tissue of different types. Some was "younger" tissue that contained large numbers of myofibroblasts somewhat haphazardly disposed in loose, but mature, collagen. Other foci of the fibrous connective tissue contained distinct elastic lamina on or near one surface, indicating a vascular origin. Another larger focus of the tissue was identified as dense mature collagen, partially associated with a band of elastic tissue what was compatible with media of a great artery such as the aorta. Inflammation was not identified in any site, othr than small numbers of lymphocytes located near suture holes in the tissue. Gram stain was negative. Third dr concluded that this normally functioning valve exhibited ongoing pannus formation with minimal extension onto the valve orifice. The valve was chemically sterilized, cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The orifice and the leaflets were found to be unremarkable. The valve was then forwarded for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st jude medical's specifications. The orifice was inadvertently fractured during the orifice spreading procedure to remove the leaflets, rendering it impossible to obtain dimensions of the orifice. However, the leaflet dimensions conformed to st jude medical specifications, and review of the valve's device history record indicated the orifice was in accordance with st jude medical specifications at the time of MFR. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the additional testing performed through the fer analysis lab indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation are inconclusive. The cause of the in vivo leaflet immobility and resulting increased gradients, which progressed over time, remains unknown. However, testing results indicated it was not due to an intrinsic valve defect, and the dr's examination indicated it was not due to infection or tissue in the recessed pivot areas.

Event description:
The pt has been experiencing increasing gradients over time, eventually requiring reoperation. Leaflet immobility had become progressive, the international normalized ratio on admission was 1.7, and was decreased in preparation for surgery. A "cavg" was implanted following explant of this valve.